Event description:
It was reported that the artificial urinary sphincter (aus) stopped working. The physician tried to reset the pump, but it did not help. A replacement surgery was performed in which all the components were removed and replaced. After the procedure, it was noticed that the pressure regulating balloon (prb) had a pinhole leak just under the hard silicone connection with resultant fluid loss. No patient complications were reported.